Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was performed?/ laparoscopic cholecystectomy. What were the indications for the procedure? / there were stones in gallbladder. If the procedure was a cholecystectomy, was a cholangiogram performed? / an ultrasound was performed by a radiology specialist. What structure was the device being fired on when the clips crossed? / cystic artery and cystic duct. What was done to address the cross clips intra-operatively? / the clips were discarded after the surgery. When was the bleeding discovered? / in the post-op care. How was the bleeding diagnosed? / by following the drainage tube. How long post op did the second procedure occur? / second procedure did not occur. Only blood transfusion took place. "When the sales rep talked to the related surgeon, he was informed that, due to the cross fired clips, the surgeon used extra suture on cystic duct and cystic artery."

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: what type of procedure was performed? What were the indications for the procedure? If the procedure was a cholecystectomy, was a cholangiogram performed? What structure was the device being fired on when the clips crossed? What was done to address the cross clips intra-operatively? When was the bleeding discovered? How was the bleeding diagnosed? How long post op did the second procedure occur?

Event description:
It was reported that after an unknown procedure, during surgery, two of the devices fired crossed clips and did not perform the secure closing properly. Third device operated normally. However, after the surgery, the clips re-opened and caused bleeding. The patient was operated on again and was transfused three units of blood. It is unknown what was used to complete the procedure.